Manufacturer narrative:
MFR report #: 1314492-2020-00360 was submitted to report the event with use of the spectrum pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An intensive care unit (ICU) patient experienced an over infusion with a clearlink luer solution set which resulted in pulseless electrical activity. The cause of the over infusion was not reported. It was reported propofol was free flowing and the patient received approximately 60 ml of the drug "within minutes". The line was "closed on the pump" and no alarms were triggered. The roller clamp of the set was activated to stop the infusion. It was reported cardio-pulmonary resuscitation was performed. The patient was stabilized and remained in the ICU. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation. The sample arrived out of the pouch fully primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The reported condition was not verified. The cause of the condition was not determined. No device failure or malfunction was identified that could have caused of contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.